Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
It was reported that, "revised a 10 year old duracon knee due to patella failure. Replaced the insert while in there, even though there was no problem with that implant. During the revision, while attempting to implant the new patella, which was a size medium (replacing a size medium), it would not seat properly. Dr. Opened a new patella, which was a size medium (replacing a size medium), it would not seat properly. Dr. Opened a new patella, size small, and it seated fine."